Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) malfunctioned. A field service engineer (fse) found the station was up and running, but the bio-ID scanner was not lit. The customer attempted to sign in, and the system prompted for a witness to sign in. The fse rebooted the station, after which the bio-ID scanner became active. The fse also signed into the hardware test application to test the bio-ID, and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es biometric identifier malfunction. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.